Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain since insertion/ severe pain in pelvic area more on the left than on the right side') in a (B)(6) year old female patient who had essure (batch no. B97497) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, labour complication and parity 4. Concurrent conditions included scar. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced medical device discomfort ("I feel like I'm being poked"), menstruation delayed ("two months without a period."), dyspareunia ("pain also a lot on the left side when she has sex"), menstruation irregular ("cycles are not at the regular monthly time anymore"), dysmenorrhoea ("increased pain around the time of her monthly cycle") and scar ("I have some scar tissue issue"). The patient was treated with surgery (essure removal robotic surgery (scheduled in (B)(6))). At the time of the report, the pelvic pain and dysmenorrhoea had not resolved and the medical device discomfort, menstruation delayed, dyspareunia, menstruation irregular and scar outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, medical device discomfort, menstruation delayed, menstruation irregular and pelvic pain with essure. The reporter considered scar to be related to essure. The reporter commented: robotic essure removal surgery scheduled in (B)(6). Quality-safety evaluation of ptc: in this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing and release documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar adverse event case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- new event scar tissue issue and reporters information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.